Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan the analysis results that one ecr60b reload was received fully fired and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic left lobectomy, the cartridge was broken into pieces when the doctor intended to remove it from an instrument. Another device was used to complete the procedure. There were no adverse consequences for the patient.